Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the info provided. No conclusions could be drawn about the reported polyethylene wear without the product to examine. It was noted the product was implanted for approximately 13+ years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt revised for polyethylene wear, found delamination of insert.